Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer tried to put in a new battery but the insulin pump did not turn on. Additionally, a few days ago the insulin pump also turned off without any warning. The customer's blood glucose value was 500 mg/dl. There is a chip on the lcd case. The contacts on the battery cap are damaged. The customer changed the battery with a new one to test the insulin pump but the display did not return. The customer cleaned the battery cap and inserted a new battery and the display finally came back on. The customer declined troubleshooting for the high blood glucose. The customer took an injection for the high blood glucose.